Event description:
Reported by the complainant as follows. Fms was inserted in a case of thermal trauma of a dialysis pt. The fms was extracted after ten days because of no defecation. Stool specimen and endoscopy showed massive hemorrhage. A marketing product person visited the hospital to learn detailed situation from the physician in charge and the nurses. It was judged that the event was of unk etiology, and that the fms might be the cause. The hemorrhage was treated with clips and hemostatic agent, and prognosis of the pt was without problems. Reported to the FDA on february 27, 2008.